Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio flex meter read inaccurately high compared to feelings/normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient was unable to provide an exact date and time that the alleged issue began, only to say it was ¿a few days after (B)(6)¿. The patient reported that he obtained an alleged high reading on the subject meter, however was unable to recall the exact result. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages his diabetes with oral medication, diet and exercise and reported that he took ¿4mg of solosa¿ (glimepiride) in response to the alleged product issue. The patient reported that 30 minutes after the alleged product issue began, he developed symptoms of ¿sweating, hunger and dizziness¿. The patient stated that he self-treated with sweets, sugar and honey. During troubleshooting the cca noted that the meter was set to the correct unit of measure, the control test had not manually been selected. The patient did not have control solution to perform a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.